Event description:
A problem with venous return during start-up of extra-corporeal circulation (ecc) was observed. The venous return was too low to stop the patient's heart. Perfusion was not improved with placement of the cannula in the vena cava. The ecc procedure was stopped and the cannula replaced. Surgery was prolonged by 20 minutes. No injury was reported. It was observed that the transition of the cannula stages was incomplete. (B) (4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B) (4), (B) (4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was returned for evaluation on 04/15/2009. The investigation revealed that the entire transition of the cannula was not punched out, therefore the venous flow was only possible through the cannula tip. After consideration of the possible clinical consequences, reduced blood flow, this event was determined to be a reportable event.